Event description:
According to the reporter, during a laparoscopic ventral hernia repair, when the surgeon was trying to secure the mesh into place. The surgeon noted that the tacker was not firing appropriately as the tacks remained partially in the shaft of the device and they were not fully engaging the tissue. The mesh was unable to be secured with the device so a different tacker was used to resolve the issue. The surgeon had to spend an additional 30 minutes to the surgical time trying to get the tacker to work, removing the inadequately secured tacks, then re-tacking the mesh with a different device.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.